Event description:
It was reported that a patient presented with noise and an alleged header anomaly noted on the patient's implantable cardioverter defibrillator. Pacing was turned off and the device was explanted and replaced on (B)(6) 2024. At explant, no physical damage to the device header was noted, and the device was seen to be vibrating. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of noise was confirmed in the lab, but it was lost during the investigation. The device was analyzed and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. Upon received, the device was detected in bvvi due to por (power on reset). Based on the device information, the device exhibited power on reset during explant. The device reset is not contributed to the event observed in the field. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a dislodged spring in the atrial channel was observed. Manufacturing investigation was initiated to determine the cause of dislodge spring. The cause of dislodge spring in atrial channel was undetermined.